Event description:
On 07 may 2025, senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: date: (B)(6) 2025 time: 7:25 am pdt (sg): out of range low glucose (bg): 106 mg/dl (confirmed by fingerstick test). After dms review, we confirmed the following information at the time of the event: date: (B)(6) 2025 time: 7:25 am pdt (sg): out of range low glucose (bg): 106 mg/dl (confirmed by fingerstick test) after dms review, we confirmed that the user received an out of range low glucose alert at 7:13 am, when the sg was at out of range low glucose.user didn't seek medical treatment and resolved the event by self-managing the hypoglycemic event without medical assistance.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported experiencing a low glucose event. The following example was provided: on (B)(6) 2025, at 7:25 am pdt, the sensor glucose (sg) displayed an out of range low glucose alert, while a fingerstick blood glucose (bg) measurement confirmed a value of 106 mg/dl.the following glucose alert settings were confirmed in the data management system (dms): low alert set at 65 mg/dl and high alert set at 185 mg/dl.review of dms data confirmed that on (B)(6) 2025, at 10:25 am, a bg value of 106 mg/dl was recorded. Review of the alert history further confirmed that the user received an out-of-range low glucose alert at the reported time.the user did not seek medical treatment and reported self-managing the event without medical assistance. The user's healthcare provider (hcp) was not aware of the event; the user was advised to follow up with their hcp for further medical guidance. In an associated case (MFR# 3009862700-2025-00755) of sensor inaccuracy, a sensor replacement was approved for the user due to system performance. An RMA was issued for the sensor for further investigation. Sensor was returned from the field and in-house testing showed no malfunction.a review of in vivo raw data showed optical instability around the time frame of the reported inaccuracies. This failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body is not reproduced in the lab, such as the in vivo state of the hydrogel.the user was offered a sensor replacement as a resolution. D4.additional device information updated. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.